Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the programmer will not start interrogations. Programmer was able to interrogate a device wireless and non- wireless using a known good rf (radio frequency) head. Analysis found cracked solder joints for the rf connector. System fan is noisy. (B)(4).

Event description:
It was reported the programmer will not start interrogations. Changing the header was tried but still not working. The programmer was returned for repair. There was no patient involvement indicated.